Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks due to oversensing, one on (B)(6) 2025 and the other on (B)(6) 2025. Review of device data by boston scientific technical services (ts) confirmed the delivery of inappropriate therapy. Ts is currently trying to work with the field to determine future options for addressing this event. At this time, the s-ICD remains in service. No additional adverse patient effects were reported.